Manufacturer narrative:
10/7/1997- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. Corrected data entered in d.6. During our evaluation, we concluded that the suture was broken. No defects were observed which would have caused or contributed to this condition, therefore, we could not reliably determine the exact cause of this condition.

Event description:
The suture was used during a unspecified abdominal procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.